Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she was throwing up all day and had not eaten anything. The blood glucose level were from 200 to 400mg/dl. The customer also stated that the insulin pump alarmed no delivery. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.